Manufacturer narrative:
A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and could confirm the problem. A defective flow -sensor was responsible for the "flow to low" error message. The technician replaced the defective part and tested the device successfully for functionality. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
Evaluation still in progress. A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow too low". The incident occurred during patient treatment. No negative consequences for the patient were reported. (B)(4).